Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that¿the therapy isn't working as well as it was in the beginning. When asked, the patient said that they noticed the change around (B)(6) 2021. When asked, patient said that around that same time frame they stopped taking benadryl and started drink more caffeinated beverages, diet coke and tea. Reviewed therapy information and general programming guidance. With instruction patient attempted to connect and after turning the communicator on and repositioning connected to implant however received error message that data has been lost to contact clinician. Reviewed information about message, explained that message must be cleared by clinician. Patient said is going to physical therapy tomorrow which is right in the same area and will go to the healthcare professional (hcp) office. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient to tell them about the message and request that they call for assistance if needed.